Manufacturer narrative:
Complaint not confirmed. The device associated with this complaint was not returned for evaluation. The most likely cause of this event is post-operative patient noncompliance resulting in plate breakage.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via e-mail that a ar-9944s-0r mtp compression plate snapped in half after being implanted 6 weeks ago. This was discovered on (B)(6) 2022 during an unspecified time. There was no additional information provided. Additional information requested.